Event description:
It was reported that an auto-off alarm occurred. Additionally, was reported that a resume pump alarm occurred. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.